Event description:
Pt contacted clinical hotline, reported that one catheter came out easily but they were having difficulty removing the other catheter. Pt instructed by hotline rn to cover catheter site with sterile gauze and contact their surgeon if pt did not hear back from them. Hotline rn called pt back and confirmed that pt was going to dr. Office within an hour. Advised pt to have doctor's office contacted hotline if any difficulties. Pt called hotline to report that catheter broke off when surgeon removed it. Said that surgeon thought it may have been caught on a suture. Thought that approx 1" broke off. Pt said that their surgeon was not going to remove at this time.